Event description:
It was reported by a customer on (B)(6) 2011, received chiller reservoir error message during the procedure from the laser system. Per the customer, the water/fluid on the laser system was full. The customer reported the laser system was used to complete the procedure. No pt injury was reported.